Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.

Event description:
The customer reported secondary medication is backing up into the primary bag instead of infusing into the patient. The customer alleges the pump setup and i.v. Head height was correct. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.